Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: gm3423408] was returned to the complaints handling unit (chu) for evaluation. The tip of the driver was found to have its hexlobes worn down in a manner consistent with the direction of rotation. This wear occurs only at the distal end of the driver¿s tip. The driver may not have been seated fully flush to the set screw during tightening, resulting in unexpectedly high stresses being applied to the hexlobes at the tip of the driver. The driver tip could not properly fit onto a stock expedium 1797-02-000 set screw. It is believed that the warped hexlobes at the driver¿s tip may be preventing the set screw from becoming properly seated. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip not fitting set screws and stripping cannot be determined from the sample and information available. A potential root cause may be the driver not being seated fully flush to the set screw during tightening. This may have resulted in unexpectedly high stresses being applied to the hexlobes at the tip of the driver, stripping the hexlobes. The damage to the hexlobes may prevent the set screws from becoming seated on the driver tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On inspection of the instrument the driver tip appears to be worn which would prevent tightening. The instruments were discovered when the hospital were tidying up the theatre department for an audit. The event happened prior to the sales consultant starting with depuy synthes. The hospital is unable to provide him with exact details as the event is likely to have happened more than two years ago.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.